Event description:
On 21dec2021 an eye care provider (ecp) in (B)(6) reported a patient (pt) was diagnosed with a ¿corneal injury¿ while wearing the acuvue® oasys 1-day with hydraluxe® technology¿ brand contact lens (cls). The pt found the suspect (unknown eye) cls was torn on removal. On 22dec2021 a call was placed to the pt and additional information was provided. The pt advised the os cls was torn and only removed ¼ of the suspect cls from the eye due to the discomfort on (B)(6) 2021. The pt reported the os was still ¿uncomfortable¿ after the cls was removed and the pt kept rubbing the os. The pt visited a doctor on (B)(6) 2021. The doctor diagnosed the pt with an os corneal ulcer. The ecp advised there was no partial cls left in the os on exam. The pt couldn¿t recall the name of the eye drops prescribed and will send the medical report with the information. The pt advised the os felt better today. The pt is a new cls wearer. No additional medical information was provided. On 22dec2021 the pt provided additional information. The pt reported the suspect os cls was torn on removal at night and the pt only found ½ of the cls. The pt rubbed the os frequently as the pt was ¿worried¿. The pt was unable to seek medical attention immediately. The pt may need to see the doctor again on friday, (B)(6) 2021. The pt hung up the phone abruptly. No additional information was provided. On 22dec2021 a call was place to the pt and the medical report was requested. The pt hung up the phone abruptly and no additional information was provided. No additional medical information has been received after multiple attempts to the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5747520107 was produced under normal conditions. The suspect os cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.